Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample in well position f7 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.